Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1.: initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
One (1) false negative result for pseudomonas aeruginosa was reported after the use of expired bd bactec¿ plus anaerobic/f culture vials (plastic). The issue was attributed to user error. No adverse impact was reported regarding the patient or user at this time.